Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 300mg/dl. The customer stated that the cause of her admission was diabetes, renal failure, and kidney. The customer stated that her leg swollen twice the size of the other leg. Troubleshooting was performed. The customer stated while being at the hospital the doctor ran a test and found that the customer was receiving too much insulin. The customer stated that the blood glucose meter was reading points higher than really was transferred to the lifescan meter. No further information was provided.